Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary showing last removal of a medication 3 hours after it occurred to a time in the future. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had its system time manually set to eastern time while the time zone remained configured as pacific standard time. This mismatch caused inaccurate timestamps, resulting in a medication order appearing as already removed in the future at another station. A technical support specialist adjusted the time zone to match the facility¿s eastern standard time configuration to ensure accurate timestamping and prevent recurrence to resolve. The system functioned as intended after the technical support specialist troubleshot the device.